Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate high voltage ventricular tachyarrhythmia therapy from the implantable cardioverter defibrillator (ICD) for conducted atrial fibrillation (af). The stability feature did not sufficiently reset the ventricular tachycardia (vt) count. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.